Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported bent cannula or determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system user guide: model: 18320, 18296-eng-aw rev b 06/18, blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Changing your pod: chapter 3 / page 37. Warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. Living with diabetes: chapter 13 / page 182. If left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 598 mg/dl while wearing the pod. When removed from the infusion site (arm), the pod's cannula was found bent. Symptoms reported include hyperglycemia, dehydration, tachycardia and acidosis. The patient was treated with oxygen. The patient stated the ems picked her up at 4:00 am on 12/16 and was just released on 12/19. The patient stated every organ in her body was shut down and they thought that she would end up brain damaged.